Event description:
The patient developed an epidural hematoma at the lead location within hours of implant. The patient was admitted to hospital and the lead was removed when the hematoma was addressed. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).